Event description:
Unomedical reference number (B)(4). Event occurred in the canada. On (B)(6) 2024, it was reported that the patient experienced an adhesive issue with one infusion set. The infusion set fell off during use. No adhesive aids were used, and the area of insertion was free of hair and not irritated prior to insertion. The infusion set was in use for 1.5 days. The patient's blood glucose level at the time of the issue was 11 mmol/l. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. They are currently experiencing frequent and/or recurring infusion set issues. No further information available.